Event description:
Information received from a healthcare professional from a clinical study reported the patient experienced electrical shocking sensations in the left arm and the shoulder. Interventions involved modification of the parameters of the stimulation (reprogramming) on (B)(6) 2016. The etiology was noted as related to the device or therapy, not related to the implant procedure, and due to programming/stimulation. The most recent interrogation prior to the event was on (B)(6) 2016. The outcome was resolved without sequelae the day of reprogramming.